Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the remainder of the device has not yet been returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that after implantation of the fred at the ica/mca bifurcation, thrombosis was identified in the distal part of the stent. Aggrastat was administered, which completely resolved the thrombus. There was no reported patient injury or sequela. The patient is currently reported to be "fine."